Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device log was provided for review. Review of the device log does confirm the customer's reported error message. However, without receipt of the device we are unable to determine root cause from the device log. Analysis of reports of this type has not identified an increase in trend.